Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure, the helix exhibited a malfunction. The procedure was competed with a replacement lead. The patient was stable and discharged.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix stretched, bent, extended, and clogged with blood/tissue. X-ray examination found the inner coil at the connector region to be overtorqued consistent with procedural damage. Additional testing couldn't be performed due to the condition of the helix. The cause of the reported event was isolated to overtorqued inner coil.